Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks on (B)(6) 2022 using a curve 150 applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks on (B)(6) 2022 using a curve 150 applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah/ph) with information supplied by the provider. Subsequent to the submission of initial medwatch, a panel review has deemed that this event is not consistent with ph.

Manufacturer narrative:
H11: additional change and/or corrected data. Subsequent to the submission of previous medwatch report indicating that there is no alleged paradoxical adipose hyperplasia (pah/ph), additional information received indicates that patient developed pah in right flank.

Event description:
Allergan aesthetics received additional information that a patient received a coolsculpting treatment to the right flank on (B)(6) 2022 using a curve 150 applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data: d1 and d4.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks on (B)(6) 2022 using a curve 150 applicator and presented with paradoxical hyperplasia (pah/ph).